Event description:
It was reported that there was intermittent loss of capture and undefined impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed there was no atrial and ventricular output when programmed to ddd unipolar pacing, and anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires.